Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnects was confirmed via log file analysis. The submitted log file was evaluated and data from 08may2025 was reviewed. The driveline was connected to the controller at 11:25:09 and the pump had ramped up to the intended speeds by 11:25:16. The driveline was then disconnected at 11:25:26, resulting in driveline disconnect, low speed hazard, low flow hazard, and motor stopped alarms. The driveline was reconnected to the controller at 11:25:41 before being disconnected again at 11:26:19. The driveline was finally reconnected at 12:03:51. The device appeared to operate at the intended speeds when the driveline was connected. The heartmate ii system controller (serial number (B)(6)) was not returned for analysis and remains in use. Provided information stated that the cause of the driveline disconnects was ¿proper engagement of driveline in the controller¿ and the event resolved with ¿proper guidance¿. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU section 8 - "equipment storage and care", describes how to care for and clean all equipment. The heartmate ii IFU, section 7 ¿ ¿alarms and troubleshooting¿, covers all alarms (visual and auditory), including driveline disconnect and no external power alarms, and the actions to take if the issue does not resolve. The heartmate ii IFU, section 5 - ¿surgical procedures, states ¿components of the heartmate ii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized.¿ the heartmate ii IFU, section 3 - ¿powering the system¿, addresses how to properly change between power sources. The IFU cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their system controller due to the connection lock of the black cable being broken. The log files contained mostly data that was captured prior to the exchange. The data recorded from the date of the exchanged included 2 additional driveline disconnect events. Additional information was provided that the two driveline disconnects were caused by proper engagement of the driveline in the system controller. Proper guidance was given to the patient. The issue was resolved. The two additional driveline disconnects were noted on the new primary controller.